Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation issues. The patient stated that there is a bulging at the base of the penis on the left side when inflating the ipp. Medical examination was performed, and it was noted that there is a flaccid area on the lateral wall of the corpus cavernosum when the left cylinder is pressed. A revision surgery has been planned. There were no patient complications reported.